Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced pain at the magnet site and a performance decrement, resulting in the decision to explant the magnet (date not reported).